Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a power on reset (por) for illegal address/stack overflow/underflow, and there was an electrical reset alert. The illegal address por was recorded on (B)(6) 2013.

Event description:
It was reported that the device alerted due to a power on reset (por). As a result, the remaining longevity estimator was corrupted. The recommended replacement time (rrt) indicator can still be used for determining when device replacement should be scheduled. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.